Manufacturer narrative:
(B)(4).

Event description:
Patient care specialist contacted dexcom technical support on behalf of the patient on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient did not report injury or medical intervention.